Event description:
Potential for injury associated with an irc5po2 concentrator that is not alarming to warn the user to switch to an alternative source of oxygen. This is not a life-sustaining device.